Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, and not visible on the returned device, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a unknown size unknown textured saline implants and was presented with left side breast implant deflation on (B)(6) 2020. The patient underwent bilateral explantation and replacement with catalog number 3503751bc; serial number (B)(4) on the left side, and with catalog number 3504251bc; serial number (B)(4) on the right side on (B)(6) 2020.

Manufacturer narrative:
On july 27, 2020, device was received for analysis. Hence, field d10 on this form has been updated from 7/17/2020 to 7/27/2020. On august 4, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).